Manufacturer narrative:
The reported field event of premature battery depletion was confirmed by analysis. The battery was analyzed by its manufacturer and an internal battery anomaly was found. The cause of premature battery depletion was due to an internal battery anomaly.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with an allegation of premature battery depletion. No changes were reported. The patient status was stable.